Event description:
A malfunction alarm was reported with a communication error related to the memory, known as malfunction 6. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on how to reset the pump, assisted the customer in performing the reset, and noticed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.